Event description:
During preventative maintenance of the device, the service representative reported the ground wire in the power cord was broken. No other details regarding the event were provided. Since the event occurred during preventative maintenance of the device, there was no patient involvement during this event.

Manufacturer narrative:
Evaluation anticipated, but not yet begun.